Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not change the supplies, then reported that the fill estimate was inaccurate. Additionally, a cartridge alarm 1 (no pressure change when expected) occurred. A new cartridge was successfully loaded to address the event and the customer received an accurate fill estimate. The customer reported a blood glucose level of 130 mg/dl.